Event description:
It was reported that during a lap choley procedure, the device would not fire. The procedure was completed with another device. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken from the right side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected the 11 remaining clips due to the cam condition. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.